Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The logfile review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% without any interruption, and all laser system functions were within specifications. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, reporter indicated the patient was seen a couple of times since the initial report, but has not improved even with the added use of topical medications. Currently, the patient is off topical treatment, and is scheduled for an enhanced refractive treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient not happy with vision at three months post op lasik. Patient stated she is very blurry, light sensitive, and has poor vision when driving. Reporter indicated a refractive under-correction was observed for this eye, and the patient will return in four to six weeks for possible enhancement work up. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.